Event description:
It was reported when using the bd vacutainer® edta 2k there were tube extenders with molding defects that can be used. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "damage on the tubes that was possibly caused by the syringe during sample transfer."

Manufacturer narrative:
H.6. Investigation: bd received actual sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The retention samples were inspected with no issues being identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there were tube extenders with molding defects that can be used. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "damage on the tubes that was possibly caused by the syringe during sample transfer."